Manufacturer narrative:
The returned device was evaluated and performed as designed. No malfunction or other product condition that would have contributed to reported hospitalization for hyperglycemia. Release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
The customer reported that her blood glucose reached 628 mg/dl. She attempted to correct her bgs with an insulin pen but her efforts were unsuccessful. She went to the hospital and was there for half a day.